Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that diagnostics resulted in a high impedance reading (dc dc code 7) and neos = yes. The physician did not disable the device because the patient was being referred for surgical consult as soon as possible; however, not surgeon had been determined. The physician reported that no patient manipulation or trauma had occurred that could have caused or contributed to the high impedance reading. It was reported that x-rays would most likely not be taken. The patient was seen last in (B)(6) 2012 and diagnostics were reportedly within normal limits. Surgery is likely, however, has not yet occurred to date.

Event description:
Further follow-up revealed that the patient is concerned that she is not going to be able to have the generator replaced since she was implanted for depression and insurance does not cover depression implants.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator replacement due to end of service and when the new generator was connected to the existing lead high impedance was seen. The surgeon noticed the lead was coiled and in a knot. The surgeon did not replace the lead at this time. Lead replacement is planned for a later date. An implant card was received indicating that the patient underwent lead replacement. The explanting facility does not return explanted devices for analysis per hospital policy.